Event description:
I had lasik surgery on (B)(6) 2005 at (B)(6) in (B)(6). During my consultation on (B)(6) 2004, I was informed that I was a "good" candidate for lasik. They said "everything looks good." They didn't tell me much at all, just told me to schedule the appointment. On my paper records, it says that things were discussed that weren't. Any questions that I asked, I was told that any "side effects" are minimal and would go away. After the surgery, I had horrible night glare including major starbursting and halos. This prevented me from driving at night because the starbursts were so severe, I could not see the lines on the road or people walking down the road. In conducting research online, I found this is due to large pupils. The optical zone is smaller than my pupils when they dilate, causing distortion. My pupil size was never discussed during the consultation or that night glare could be a potential issue for me. I also found that I had a larger prescription, which can be an issue with lasik - 6.75 and -7.25, as well as thin corneas as well. When I brought this issue to their attention 1 week post op, 1 month post op, 3 months post op, and 6 months post op, they blew me off and told me this was normal.